Manufacturer narrative:
Patient has a history of adipositas, diabetes mellitus, arterial ulcera left lower leg, femoral access impossible. No damage was noticed to packaging, nor when removing the device from the tray. The visipro was used according to supplier-instructions. No embolization-protection was used. The visipro was deployed via the wire. The stent could be pulled back fully into the cover. The lesion was predilated. The visipro did not pass any previously implanted stent. There was no resistance encountered when the device was advanced. Patient status at time of report was decreased vascular functionality with sepsis, in the meantime back home after amputation of one toe of her left leg. It is reported that there is no connection seen between event during intervention and later symptoms.

Manufacturer narrative:
Evaluation summary: the visi pro device was received for evaluation. The returned visi-pro showed the stent on the balloon without any signs of the stent expanding. The balloon showed no signs of inflation. No damage was observed to the balloon or stent; dried blood was present outside of the balloon and between the struts of the stent. The strain relief showed bumps. The strain relief was sliced open and removed. It was discovered beneath the strain relief, the blue outer assembly material of the catheter was buckled. The buckling was observed for approximately 3cm from the distal end of the manifold. The total working length of the catheter was 128cm. A 0.035" guidewire could not be front loaded. The device was soaked in water for approximately 24 hours. The 0.035¿ guidewire was attempted to be loaded again, however resistance was experienced within the first 2 cm from the distal tip. The guidewire lumen was attempted to be flushed with water and a leak was discovered from the area of the catheter where buckling was noted. An inflation device administered 12atm (rbp) of water pressure through the manifold. The balloon did not inflate beneath the stent. The catheter did not leak while attempting to inflate the balloon. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to treat the left superficial femoral artery with a visi pro stent. Device is reported to have been prepped per the IFU with issues identified. The patient was highly obese; therefore a brachial access was used to applicate the everflexentrust. It is reported that upon arrival at the lesion the self-expanding stent did not open properly and was retrieved. It is reported that stent deformation occurred in vivo during positioning/deployment. Upon withdrawal a leak was visible at the proximal end. The physician completed the procedure however, it is reported that a break/fracture occurred at the tip. There was difficulty removing the device following stent deployment. The delivery stent caught on stent upon withdrawal. Resistance was encountered when advancing the device but excessive force was not used. No patient injury reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.